Event description:
Medtronic received a report that the patient underwent 1 year follow-up digital subtraction angiography (dsa) on (B)(6) 2025. There was 76%-95% parent artery stenosis. Per the adjudication committee, there was evidence of significant parent artery stenosis > 50. Branches had a degree of stenosis. The posterior communicating (pcom) artery was angiographically occluded. Ophthalmic was 26%-50%. Additional information was received reporting that dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level 113%. The patient underwent surgery for treatment of an unruptured, saccular, right hemisphere, c6 sidewall aneurysm with a max diameter of 8.0mm and a neck diameter of 3.7mm. The landing zone was 4.0mm distally and 4.5mm proximally. Patient medical history includes: previous cigarette smoker, adhd, sleep apnea, depression, anxiety, borderline personality disorder. Patient status is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: additional information provided that (B)(4) is related and merged into (B)(4). All information submitted under 2029214-2025-01228 is related to all information under 2029214-2024-00070. Any further updates will come through 2029214-2024-0 0070. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the ophthalmic artery,anterior aneurysm was treated with pipeline model: ped2-475-14, lot#:b321852 and the right ophthalmic branch aneurysm was treated with pipeline model: ped2-475-12 lot#: b337129. There were no associated patient symptoms and no additional intervention were reported. The cause of the stenosis was not determined. The affected vessel was treated with the ped2-475-14, lot: b321852. There was no complaint reported regarding the pipeline ped2-475-12, lot: b337129.